Event description:
It was reported that, during reprocessing, the fiberscope tested positive for 1 colony forming units (cfus) of staphylococcus homins. The brushings/washings were sampled. The device was retested on 07 april 2025, and it tested positive for 2 cfus of staphylococcus aureus. The brushings/washings were sampled. The device was retested a third time with unknown results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor the field performance of this device.